Event description:
Pump was not infusing accurately.

Manufacturer narrative:
Device eval results: this incident was identified during an audit of the svc notification database, and has been added to the complaint tracking sys. As this incident was originally processed through the svc dept, the operations log is not available for review. B braun completed an eval of this pump per the procedure for pump returns, and the reported failure could not be reproduced. As part of the routine testing requirements, the returned pump was tested for rate accuracy twice. In both tests, a volume of 25 ml was delivered at a rate of 125 ml/hr, with the time specs of 11:09 min - 12:18 min. Both tests passed with results of 11:23 and 11:36. Routine preventive maintenance was performed on the pump. The pump was tested and met all final inspection criteria. The facility reported no pt injury related to this complaint. The pump was returned to the customer in (B)(4) 2009. Serial number history has shown that, as of (B)(4) 2011, this pump has not been involved in any further complaints.